Manufacturer narrative:
Customer stated that a tube came off after a field service engineer (fse) was there to repair a vacuum/pressure issue on the instrument. Investigation is still on going.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The specimens were re-tested and higher results were obtained. Original and repeated patient results are shown. Customer stated the patient treatment was not affected.